Manufacturer narrative:
The investigation confirmed that the angled acet inserter handle had fractured as reported. The complaint states that the plastic part of the handle has cracked. Previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
Plastic part of the handle has cracked. Retaining spring is missing. Returned in loan kit. No other information available. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Type: international - malfunction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.